Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a device replacement procedure this right atrial (ra) lead exhibited noise and a lead fracture was suspected. The ra lead was surgically abandoned and no additional adverse patient effects were reported.